Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's blood glucose was 44 mg/dl this morning; the son treated with carbohydrates and his blood glucose increased to a normal range. Troubleshooting was declined for the low blood glucose. The mother stated that she was working with a diabetes trainer to adjust the basal rate settings. No products were returned or replaced.